Event description:
On 10/15/97, the hosp reported to nomos that a pt hit her head as she was getting out of her car. This caused the nomos skull screw(s) and associated stand-off to be pulled from her head. The skull screws were placed in the pt 10/9/97. The pt's radiation therapy treatments had not yet begun and she reported no adverse effects following the incident. On 10/14/97, the pt had the nomos skull screws placed a second time by the neurosurgeon at the site. Nomos has been unable to get add'l info.